Manufacturer narrative:
Occupation of reporter: buyer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into a patient during a subphrenic abscess drainage procedure. Between one to two days after the procedure took place, it was found that the catheter was leaking. Another procedure was not needed to replace the catheter. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: conclusion codes: cause not established (4315). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was discarded by the customer and not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were three other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.